Event description:
This is a report of a colleague infusion pump with a failure code 550.320.654.0000. The reported condition occurred during upon power up in the general a4 department. There was no patient involvement, injury or medical intervention related to this event. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The reported condition of failure code 550.320.654.0000 was confirmed but not duplicated to be a loose connection between the user interface module and the printed circuit board p12. The p12 connector was re-seated to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).